Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl. Pump data review by tandem technical support showed that the customer had changed a cartridge; however, customer did not reload a new cartridge, nor resumed insulin delivery. However; it was not clear if customer was still using the pump for insulin therapy as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.